Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that there was absence of no delivery alarm. The customer's blood glucose was 232 mg/dl at the time of incident. The customer's blood glucose was 417 mg/dl at the time of call. The customer stated that they had a bent cannula but the insulin pump did not alarm no delivery. The customer mentioned that they had a bent cannula from the past the insulin pump alarmed no delivery. The insulin pump will not be returned for analysis.